Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that thirty days after an extra-anatomical implant of a thin wall eptfe vascular graft in the axillo-femoral position, a pseudoaneurysm was observed at the distal anastomosis. Surgical revision was attempted, however, the graft tore while being sutured. The torn section of graft was replaced with another graft.